Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had been receiving frequent no delivery alarms and the customer's blood glucose was going high. The customer's blood glucose level was unknown. The insulin pump would stop indicating a no delivery but would only deliver about 3/4th of the insulin unit. The insulin did not exit during the 5.0 unit fixed prime. The cannula was not bent. It was also noted in troubleshooting that there was a possible site related issue or site/set occlusion. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.